Event description:
It was reported that during a gastric bypass, the surgeon fired the device and it became stuck. The tissue surrounding the jaws was cut to remove the device and the anastomosis was completed by hand sewing. The time of the procedure was extended by more than an hr, but there was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.